Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per medwatch uf/importer report# 3302260000-2018-8017: "the fisher cone biopsy excisor was first used with the electrosurgical unit set at 50 watts of cut and 50 watts of coag on a blend one setting. It failed to cut after a quarter turn. A different 100p tip was obtained to finish the procedure. The wrapper on the initial fisher cone biopsy excisor states that it is recommended for 40-45 watt setting. The blue insulation at the end of the wire electrode appears to have melted, degraded resin". (B)(4).

Event description:
Per medwatch uf/importer report# (B)(4): "the fisher cone biopsy excisor was first used with the electrosurgical unit set at 50 watts of cut and 50 watts of coag on a blend one setting. It failed to cut after a quarter turn. A different 100p tip was obtained to finish the procedure. The wrapper on the initial fisher cone biopsy excisor states that it is recommended for 40-45 watt setting. The blue insulation at the end of the wire electrode appears to have melted, degraded resin". Ref e-complaint-(B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation and x-no sample returned. Analysis and findings: the event reported cannot be verified as the sample was not returned at the time of this investigation. Should the sample be returned at a later date this complaint may be reopened for analysis verification. A review of the product two-year history indicated two did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Previous testing performed in 2011 in trying to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended, the testing was repeated in march of 2019 and resulted in the same manner. Correction and/or corrective action: none. Corrective action is not applicable at this time as the affected sample was not returned for proper cause analysis. Based on previous engineering testing results, the product performs as intended, no further action for corrective action is required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.